Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The logfile for the day of treatment showed no abnormalities. All parameters were in the expected ranges. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Treatment report evaluation showed based on the provided measurements, the treatment was planned at a depth of 340 m with thinnest pachymetry at 416 m measured, which passes the recommended limit. This is below the respective minimum of 125 m as given in the training protocol. Clinical bulletin describes the recommended safety margin of more than 125 m from the thinnest point (416 m in this case). The root cause could be identified as user handling, not complying with the recommended cut depth. Specifically, not following the instructions in the training protocol by cutting in a depth where the resulting distance between endothelium and stromal bed is cut below the minimum (125 m). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. A new intrastromal segment or transplant will be performed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient experienced a corneal perforation after a corneal ring procedure with femtosecond laser. As described by the surgeon, there were no events/issues to report regarding the docking nor the cut of the tunnel. However, during the placing of the ring, there was some resistance in the temporal size (small bridge). After ¿resolving¿ the bridge, the surgeon did not find anything special and was able to place the ring. Upon exploration with slit lamp, cornea perforation was seen and the ring is in the anterior chamber. The surgeon¿s next step will be a manual procedure. A field service engineer is scheduled to check the laser as preventative maintenance.